Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient's weight. Further information was requested but not received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000077118.

Event description:
It was reported the patient experienced a fall and the patient stated the patient began feeling a constant burning or rubbing sensation at the ipg site and ipg had surfaced hitting their pelvic/sacrum bone while they walk. The patient was also experiencing ineffective therapy and a tingling sensation because lead had high impedances. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead is impeded.